Event description:
The customer stated that her husband tested his blood glucose and received a reading of 80 mg/dl from his contour meter. He retested his glucose using her contour ts and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control test during the call and the results fell within the normal control range. No product will be returned for evaluation.